Event description:
Patient is on hospice and uses bilevel continuously. Patient was hospitalized and using her home bilevel. Per hospital nurse, the bilevel shut down unexpectedly causing significant desaturations. Cerebral palsy, acute respiratory failure, obstructive sleep apnea, on hospice (was prior to this equipment event).